Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose, heart attack and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was over 1000 mg/dl when paramedics arrived. Customer stated that she has been hospitalized three times in a year because of insulin pump failure. Nothing further was reported.